Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that a high speed bur got hot and burned a female patient. The bur was discarded by user facility. No further details were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.